Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only." The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital due to recurrent hematuria for more than half a month due to bladder space-occupying lesions. Stated that under general anesthesia, patient underwent transurethral resection of bladder tumors. Stated that post operative catheterization the bladder continued to be flushed and smoothly. Stated that the patient's catheter ruptured, and the doctor re-stayed a three-lumen catheter on (B)(6) 2021.